Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient rep reported: pt "cannot get it to work", it's been a while since the patient last used it. Patient rep said the patient just saw hcp almost a month ago and the doctor checked the interstim system and told them it was working. Tss asked the patient repif it was helping their symptoms and caller said it was helping but the patient could not feel stimulation, the patient wanted to adjust it because they could not feel stim. Patient rep also reported pt could not go "number 2" (bowel issue) since about the same time they saw hcp. Patient rep was calling to request assistance to use the programmer to adjust the setting. Assisted patient rep to try to synch the programmer with the ins. After seeing poor communication, and resolving it through removing the batteries, reinstalling them and repositioning the antenna, caller was successful to synch and reported stim was off on program 3at 8.3v. Patient rep did not know how or when stim had become turned off. Assisted caller to decrease stim, turn stim back on and increase back up to 4.0 on program 3. Patient rep said pt did not feel stim at all. Reviewed some general interstim information and caller said pt would try it there. Pt will monitor their symptom results and continue working with their doctor and program settings if needed. No further complications were reported at this time.